Event description:
It was reported that the anesthesia system generated two technical error codes indicating ventilation control error and airway pressure sensor error. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The distributor field service engineer (dfse) investigated the system, and the reported failure was reproduced. The dfse replaced the faulty inspiratory pressure transducer pcb. The system has since returned to normal operation. The replaced parts were retained by the customer and not returned, preventing further analysis. Evaluation of the received system device logs confirms the reported failure. The logs shows that the system checkout failed the pressure transducer test, accompanied by multiple technical alarms due to the measured zero pressure offset for the inspiratory pressure transducer pcb being out of range; the measured zero pressure offset was 7057 mv. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout a high pressure offset value is measured and if the measured value is outside the allowed limit (±300mv from factory calibrated value) the test will fail. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failure due to an offset drift on the pressure sensor. The root cause of the drift has not been determined.